Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported an 85-year-old female patient noted as high-risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. After starting the pump, the motor current rose sharply, and the pump came to a standstill. Then, after two attempts to restart the pump, a new impella cp was implanted the issue resolved. There was no reported patient harm.

Manufacturer narrative:
The investigation for the pump stop has been completed. Data logs were reviewed, and it was confirmed that immediately upon start up the motor current spiked, triggering alarm 13. There is also evidence that they attempted to restart several times with the same alarm triggering. The purge pressure started to trend up slowly after attempting to start the pump, but it never got higher than about 800 mmhg, so no alarms were triggered. The impella defective alarm was not seen to have been triggered according to the logs. Neither alarm 115 nor 119 triggered, so there were no electrical issues. Returned product was investigated, and biomaterial was found to be wrapped around the impeller. The biomaterial was removed and the pump ran smoothly in the lab. Additionally, a window was cut in the catheter to confirm that blood had not ingressed into the purge line and it was confirmed to be clear. This confirmed that a blockage in the purge line could not be responsible for the biomaterial build up around the impeller. Therefore, the root cause of the pump stop was determined to be biomaterial.